Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was approximately 500 mg/dl. Reportedly, a healthcare provider identified the ketone level as dangerous. The pump supplies were changed to address the issue and high bg. Insulin delivery was resumed.